Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the laser began to go into standby mode after 130,000 joules and 20 minutes of use. The fiber was replaced and after 340,000 joules and 30 minutes of use the physician noticed the tissue was not vaporizing efficiently and the laser started going into standby mode again. A third fiber was then used, and the procedure was completed. There were no patient complications. The fiber was returned, and analysis identified a distal circumferential fracture. The potential for forward firing exists.